Event description:
Device report from the netherlands reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2023, due to a broken trochanteric fixation nail advanced (tfna) nail. Patient was revised to a tfna nail long. Patient was originally treated for a proximal femur fracture. After five weeks the nail was confirmed broken via x-ray. During the revision procedure, it was difficult to unlock the antirotation screw. The blade was removed not knowing if it was unlocked. The distal screw was then removed, and then the nail with an extraction hook. Procedure was completed with a delay of fifteen minutes. This report is for a 10mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.d2: additional procode: ktt. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument; release to warehouse date: 01-nov-2022; expiration date: 01-oct-2032; part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile; lot number: 2772p15 (sterile). One piece was scrapped in cell at op #110, inspect dimensional, for an oversized slot. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, met all inspection acceptance criteria apart from the one piece noted . Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive; lot number: 2575p96. One piece was scrapped in cell at op #50, final inspection, for dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria apart from the one piece noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna; lot number: 2682p55. Three pieces were scrapped in cell at op #70, final inspection, for dings/scratches. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet rev d met all inspection acceptance criteria apart from the three pieces noted. Part number: 21127; lot number: 919p734. Inspection instruction met all inspection acceptance criteria. Certified test report supplied dated 29-jun-2022 was reviewed and determined to be conforming. Lot summary report dated 13-sep-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that tfna fem nail ø10 le 130° l235 timo15 had broken at the distal oblique locking hole. Both fragments were observed in the visual evidence provided. The material condition is unable to be analyzed since no images of the broken ends were returned, and the device was also not returned. Therefore a root cause is unable to be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 le 130° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.